Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 07dec2020.

Event description:
It was reported to philips that the device had a touchscreen failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4:11feb2021; b4:17feb2021. The device was reported to have been in testing while being set-up for use. There was no medical intervention, and there was no delay in therapy. The philips service engineer (se) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty touchscreen. The se replaced the touchscreen. Device passed all performance verification testing.a touchscreen assembly was returned for analysis. The visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touchscreen a fi ventilator to verify and test the functionality. The resistance measurements pass and calibration completes successfully, however, the buttons do not respond properly. The root cause is failure of touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.